Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 223 mg/dl. The expected fasting blood glucose test result range is 108 to 130 mg/dl. The customer feels well and did report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 7/31/2018 and open vial date is one month ago. (B)(6). Customer is concerned with meter to meter comparison between the accucheck meter and true result meter. Customer states he obtained a fasting 8.4 mmol (151 mg/dl) with his accucheck and a fasting 12.4 mmol (223 mg/dl) with the true result meter. Customer states he does not see the time and date in the meter. Customer began seeing a low battery symbol and unable to verify any more information in the meter. According to customer, he was reading the results in two different measurements on his meter. I informed the customer that the meter should not be giving his two different measurements. Customer's meter to meter comparison was fasting results done back to back. Interview with customer was difficult due to language barrier.